Manufacturer narrative:
Device will not be returned for evaluation. A follow-up report will be filed if more information becomes available.

Event description:
It was reported that there was a problem with the guidewire during insertion. The guidewire separated and a cut down was performed for removal.